Manufacturer narrative:
The device has not been received by this manfacturer. An evaluation has not yet been performed, therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reports that during placement of an enteral feeding device, the tube snapped and broke in two as it was being passed over the wire and being pulled through the stoma. The physician continued to advance one piece of the tube out through the stoma site and the second piece was pulled back out through the mouth. The stoma site required a few sutures and the physician placed a second unit to complete the procedure successfully.